Event description:
It was reported that the patient was unable to place their system into MRI mode and experienced ineffective therapy. X-ray imaging revealed migration of three leads. As a result, surgical intervention may be undertaken to address the issue. It is unknown which leads migrated.

Manufacturer narrative:
Date of event and patient's weight is estimated. Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 8781318.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.